Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The reporter states that the injector injected contrast into the patient prematurely. This happened while the technologist was flushing the line and the injector continued to inject contrast. This event happened during a procedure where the patient was attached, and the procedure was not completed and had to be rescheduled. 20 mls of the contrast agent clariscan was injected into the patient during the incident.